Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while trying to engage safety mechanism with a bd saf-t-intima¿ closed IV catheter the needle came out and safety mechanism was still attached to tubing. The following information was provided by the initial reporter: after IV insertion into patient, when nurse pulled back stylus to engage safety the needle came out without safety engaging and was not covered. The safety mechanism was still attached to the IV tubing.

Event description:
It was reported that while trying to engage safety mechanism with a bd saf-t-intima¿ closed IV catheter the needle came out and safety mechanism was still attached to tubing. The following information was provided by the initial reporter: after IV insertion into patient, when nurse pulled back stylus to engage safety the needle came out without safety engaging and was not covered. The safety mechanism was still attached to the IV tubing.

Manufacturer narrative:
H6: investigation summary: a complaint of safety shield activation failure was received from the customer. A device history record review was completed by our quality engineer team for provided lot number 0300710. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.